Event description:
Reference number (B)(4). Event occurred in ireland it was reported that the patient experienced a low blood glucose event on (B)(6) 2025. The patient was treated with glucose, but subsequently went to the emergency room and was hospitalized for overnight due to a seizure that occurred at school. The patient was treated with insulin intravenously. No further information available

Manufacturer narrative:
E1: patient city: (B)(6) patient country: ireland since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.